Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of device prior to use, battery longevity displayed a gray bar. It was noted this device has been on the shelf as a pre-purchased device for quite some time. Another device was pulled from the shelf. No patient was involved in this event.